Manufacturer narrative:
The device was returned to the factory for evaluation. Both the heartstring and aortic cutter were returned, however there was no reported failure for the cutter. A visual inspection was conducted. The safety lock on the aortic cutter was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the tool. There were no signs of tampering or damage; therefore, the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. For the heartstring blood was observed on the device and in the delivery tube. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned inside the delivery tube with the seal extending outside the tube. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint is confirmed for "failure to deploy." Specific actions for the confirmed failure to deploy is being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.